Event description:
Customer's husband reported hospitalization due low blood glucose. Caller stated that he had given his wife a glucagon shot; the blood glucose level did not improve. The paramedics were called and customer was transported to hospital. Customer in coma. Hospital treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.